Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer has ordered the sensor pcba for replacement. No further updates on resolution and/or disposition have been provided. Multiple attempts have been made to gather additional information. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a high internal oxygen alarm. There was no patient involvement.